Event description:
It was reported that during the corrective procedure for a distal end ulna fracture, the surgeon noted a burr at the thread portion of the screw head, directly under the head. The screw head was also broken.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(4) relevant nonconformances were found for this part number, all for chip wrap. No valid complaints were found for this part number. A single screw was received for a manufacturing evaluation and the screw was intact and in good condition. The head threads showed no signs of wear, as did the shaft threads. The tip was in good condition. The flutes appeared to be normal, but contained what appeared to be bio material. There was a piece of chip wrap at the neck that had been anodized, indicating that it was there at the time of manufacture. This complaint is valid from a manufacturing standpoint. An internal corrective action was previously opened to address this issue.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.